Manufacturer narrative:
On (B)(6) 2018, the likely cause was changed from ln 1l75-25 lot 85028m800 manufactured in (B)(4) to the architect i1000sr analyzer ln 01l86-01 sn (B)(4) manufactured in (B)(6). Manufacturer report 1628664-2018-01933 was submitted and will document any follow up information.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed cyclosporine results on the architect i1000sr analyzer. The following data was provided (ng/ml): (B)(6). There was no impact to patient management reported.